Manufacturer narrative:
(B)(4). Final analysis found that the lead partial lead (connector end) was returned in one piece. An insulation abrasion was noted at 8.8 cm to 9.0 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The physician capped and replaced the lead. The patient was doing fine post procedure.